Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black. The field service engineer (fse) investigated and identified that the main half height (hh) drawer 4 was bringing down the entire station. Fse removed and replaced the drawer controller board. During removal, a wire on the position sensor broke off, so fse replaced the position sensor as well. The station was then rebooted, and the customer was able to recover half height main drawer 4.2 and perform a test inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was black. The user tried to troubleshoot but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.